Event description:
It was reported that an alert was received due to the cardiac resynchronization therapy pacemaker (crt-p) system exhibiting high, out-of-range left ventricular (lv) pacing impedances measuring 2496 ohms. Review of device data found no observations of noise. Technical services provided troubleshooting and programming options. At this time, the device and this lv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).